Event description:
An ultraflex esophageal stent system was used during a stent placement procedure in 2008. According to the complainant, "while deploying the stent by untying the blue string, the string suddenly untied too much. The physician removed the stent and completed the procedure with another ultraflex esophageal stent." No patient complications were reported as a result of the event.

Manufacturer narrative:
The device has been returned, but an evaluation is not complete; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no similar complaints have been reported for this lot.